Event description:
Caller (nurse) alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2012, inratio: 5.7, lab:1.6.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 5.7, reference: 1.6, mean: 3.65, confidence limits: 2.2-5.3. Analysis of customer's data revealed that inratio and reference test results comparison did not meet accuracy criteria. Customer's results are considered discrepant beyond context of the documented variability for inr testing. No product is expected to be returned. No further investigation could be performed since no strip lot information was provided by the customer. Per complaint issue, patient has cancer and renal disease. Per package insert, precautions and warnings - "current health status may affect test results and cause unexpected or inaccurate into account when radiant test results and setting course of action." This complaint issue will be subject to tracking and trending. No corrective action was required at this time as no product deficiency was established.